Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the bare axium coil failed to detach from the pushwire. The patient was undergoing treatment of an aneurysm was in the ophthalmic artery segments, it was unruptured and saccular. The max diameter was 9mm and the neck was 4mm. Blood flow was normal. The anatomy was reported to be normal in tortuosity. The devices were prepared and used per the instructions for use. A continuous flush was maintained during the procedure. It was reported that during the procedure, the axium coil was placed and detachment was attempted three times using an instant detacher. Detachment was unsuccessful. Manual detachment was attempted two times also without success. The coil was removed. A new coil was used to treat the patient. No patient injury occurred.